Event description:
Olympus was informed that during a therapeutic myomectomy procedure the distal end of the loop electrode broke off and fell into the patient's uterus. However, the broken fragment could be retrieved successfully during the same procedure. The procedure was slightly extended but the user did not consider this extension to be a serious deterioration in the state of health.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
Corrected data: h4 - device manufacturer date; device evaluation: the suspect medical device was returned to the manufacturer for investigation. The investigation confirmed the occurrence of the reported broken wire at the distal end of the electrode and traced it back to the stiffness of the material in combination with the applied force. Thus, the reported incident was attributed to a random component failure without any design or manufacturing issue. Furthermore, a manufacturing and quality control review was performed for the affected lot number of the electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.